Manufacturer narrative:
B5: a philips service engineer (se) implemented field correction order (fco) and replaced the front bezel. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a nav-ring that was malfunctioning. There was no patient involvement when the issue occurred. No patient or user harm reported. Replacement of the front bezel with navigation ring will be performed on the device.